Manufacturer narrative:
(B)(4). Device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation; it was reportedly discarded by the facility. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Part 07.702.016s, lot 5m53151: manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: march 16, 2016. Expiry date: december 31, 2018. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after mixing the cement was hard. The syringe could not be filled with the cement. The event did not happen during a surgery; the cement was mixed before the surgery. There was no problem with the syringe kit. This is report 1 of 1 for com-(B)(4).